Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the rate response trend (rrt) sensor on the right atrial (ra) channel in a stored atrial tachy response (atr) episode. Boston scientific technical services (ts) provided guidance to healthcare provider (hcp) to program off the rrt sensor, which should resolve the issue. It was noted that rrt was programmed off the day after the atr episode and there have been no further stored events since then. The device remains in-service. No patient symptoms or adverse patient effects were reported.